Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used during a procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was changed quite quickly until it stopped completely. The procedure was not completed due to this event and was rescheduled at a later date. No further information has been obtained despite good faith efforts. Additional information was received on march 07, 2022: the spyscope ds ii catheter was used in the common bile duct. The name of the original procedure that was aborted was a cholangioscopy. The image was lost five minutes into the procedure. In the initial procedure they did unplug the spyscope and plug it back into the controller to try and resolve the issue however it was unsuccessful. After 15 days, the procedure was rescheduled and completed with another device (unknown manufacturer). There were no patient complications reported and the patient condition was reported to be fine.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: additional information b5, d7a and h8. Correction: block b5 (describe event or problem) has been corrected.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used during a procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was changed quite quickly until it stopped completely. The procedure was not completed due to this event and was rescheduled at a later date. No further information has been obtained despite good faith efforts. Additional information was received on march 07, 2022: the spyscope ds ii catheter was used in the common bile duct. The name of the original procedure that was aborted was a cholangioscopy. The image was lost five minutes into the procedure. In the initial procedure they did unplug the spyscope and plug it back into the controller to try and resolve the issue however it was unsuccessful. After 15 days, the procedure was rescheduled and completed with another of the same device. There were no patient complications reported and the patient condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used during a procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was changed quite quickly until it stopped completely. The procedure was not completed due to this event and was rescheduled at a later date. No further information has been obtained despite good faith efforts. Additional information was received on march 07, 2022: the spyscope ds ii catheter was used in the common bile duct. The name of the original procedure that was aborted was a cholangioscopy. The image was lost five minutes into the procedure. In the initial procedure they did unplug the spyscope and plug it back into the controller to try and resolve the issue however it was unsuccessful. After 15 days, the procedure was rescheduled and completed with another device (unknown manufacturer). There were no patient complications reported and the patient condition was reported to be fine.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, no image was displayed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). It was noted that the camera wire appeared to be damaged at the distal cap/steering ring. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle. Analysis of the returned device found camera wire damage. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires and/or twisting of wires. Process controls were implemented on the manufacturing line to minimize the occurrence of this failure. This included additional visual inspections and new tooling that had less blunt edges that could nick the insulation of the camera wire. The process change and tool change is being monitored for effectiveness, and will be escalated should an excursion be observed. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure. Based on all gathered information, the most probable cause selected for this complaint is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. An investigation has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used during a procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was changed quite quickly until it stopped completely. The procedure was not completed due to this event and was rescheduled at a later date. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.